Event description:
It was reported by a patient that he underwent a treatment because his right eye had a droopy appearance. Three days later, the patient noticed that the treated eye appeared droopier than before. The physician confirmed that the patient's right globe was a little red after the treatment. The physician also examined the patient with the slit lamp biomicroscope and his cornea was clear except for the full thickness corneal transplant he had some years ago. It was also confirmed that the patient wears contact lenses. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.